Event description:
It was reported by stryker sales rep that the nurse at princess elizabeth orthopaedic centre, reported a failed exeter stem. The sales rep reported that he has in his possession a stem that snapped at the neck level, a head fractured in half and a liner.

Manufacturer narrative:
An event regarding stem fracture involving an exeter stem was reported. The event was confirmed. Material analysis of the returned stem concluded that the exeter broke in fatigue, with the fracture origin occurring at or near the laser marking on the stem. Elemental constituent of the base alloy were consistent with astm f 1586 and iso 5832-9 stainless steel alloy. Elemental constituents of the discoloration on the exeter stem were consistent with the decontamination process and biological material. No material or manufacturing defects were observed on the surfaces examined. Medical records were not provided. Therefore the exact cause of the event could not be determined based on the information provided.a review of the device history records and complaint records could not be performed as the lot ID could not be established from the returned device due to the damage around the area of the laser mark.

Event description:
It was reported by stryker sales rep that the nurse at (B)(6), reported a failed exeter stem. The sales rep reported that he has in his possession a stem that snapped at the neck level, a head fractured in half and a liner. Update: the fracture happened inside the patient and the patient was brought back to hospital for a revision.

Manufacturer narrative:
The catalog number and lot code have not been provided. The device was reported as an unknown liner. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.